Event description:
The report stated that approximately an hour into a procedure to remove the kidney and urinary duct, an end tone, indicating a completed seal, was heard but no seal was completed. Some oozing occurred as a result. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.